Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient¿s impedance check revealed high and low impedances on the extensions, due to which the patient's therapy strength was auto reducing. As such, surgical intervention took place wherein the extensions were explanted and replaced resolving the issue.